Event description:
It was reported that the pt has consulted an ent doctor because of ear suppuration. The dr aspired his ear fluid, and accidentally took the fmt out through the tympanic membrane. The conductor link has been cut. The implant electronic and a part of the conductor link are still implanted on the pt's head, but the fmt has been removed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.